Manufacturer narrative:
Product complaint (B)(4). The event has been reviewed for coding and for all 3 ra determinations. The current coding is correct and is not reportable. There is no reportable device malfunction or serious injury applicable to this adverse event. This event is approved for down grading to not reportable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: during a tkr today the nurse noticed several of the femoral trials had significant scratches/gouges. Mainly size 6 and 7 trials. Can this please be looked at or swapped out. It was from a loan tray (znauk0817). The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the attune ps fem trial has scratches at the surface and was chipped off from the edge. This type of damage is consistent with the device coming in contact with the saw blade while trialing, care should be taken to avoid saw blade excursion into the femoral trials or implants. Additionally the device was cracked at the middle. The potential cause is traced to repeated impaction forces during trialing in combination with the trial fitting very tightly posteriorly/anteriorly over the resected femur bone. This will cause tensile stress initiating at the bone contact surface in the middle of the trial between the condyles, resulting in material fatigue and ultimately cracking. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the attune ps fem trial would have contributed to the complained issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4) h6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary according to the information received, " several of the femoral trials had significant scratches/gouges. Mainly size 6 and 7 trials." The product was not returned to depuy synthes, however photos were provided for review. See attachment (re pc (B)(4) , (B)(6) hosp request for additional information - 1st attempt, the photo investigation revealed that the device 254500727, attune ps fem trial sz 7 rt had broken chips and scratched on the surface, cracked on the middle of the surface. Potential cause for crack condition : the potential cause is traced to repeated impaction forces during trialing in combination with the trial fitting very tightly posteriorly/anteriorly over the resected femur bone. This will cause tensile stress initiating at the bone contact surface in the middle of the trial between the condyles, resulting in material fatigue and ultimately cracking. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Potential cause for broken and scratch condition : this type of damage is consistent with with the device coming in contact with the saw blade while trialing, care should be taken to avoid saw blade excursion into the femoral trials or implants. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 254500727, attune ps fem trial sz 7 rt would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life problem identified for cracked condition and potential cause can be attributed to unintended use error for scratched, broken condition and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the femoral trials had significant scratches/gouges. Mainly size 6 and 7 trials. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study no, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none, (B)(4) device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True